Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The name, phone and email address of the initial reporter are not available / reported. [Conclusion]: the healthcare professional reported that during a stent-assisted coil embolization procedure with the target lesion on the anterior communicating artery (acom), a 7fr asahi fubuki guide catheter (asahi intecc), an intermediate 4.2fr asahi fubuki catheter (asahi intecc), and a prowler select plus microcatheter were used. The prowler select plus microcatheter was advanced to the target position. Water was inserted into the sheath. The sheath was delivered into the microcatheter as per the instructions for use (IFU). The 4.0mm x 39mm no distal tip enterprise® 2 vascular reconstruction device (vrd) (enc403900 / 6416315) stopped advancing from within the microcatheter from around 1 cm before the first marker of the microcatheter. The physician attempted to pull back the enterprise, however, the enterprise could not be pulled back. As there was a possibility that the enterprise might protrude and be placed if the physician pushed too hard, it was removed with the microcatheter from the patient¿s body. The microcatheter did not appear to be kinking. Then the fubuki was used as a distal access catheter (dac) and the prowler select plus was used again. Since there was only one 4.0mm x 39mm no distal tip enterprise® 2 vrd available, a 4.0mm x 30mm no distal tip enterprise® 2 vrd was used and it was delivered without any issue. A continuous flush was maintained through the microcatheter. There was no report of any patient adverse event or complication. Based on complaint information, the device was not available to be returned for analysis. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6416315. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. A manufacturing documentation review was performed. There is no indication that the event is related to the device manufacturing process. With the information provided in the complaint and without the product available for analysis, the reported issues by the customer cannot be confirmed. Based on the review of the manufacturing documentation, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size / vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted coil embolization procedure with the target lesion on the anterior communicating artery (acom), a 7fr asahi fubuki guide catheter (asahi intecc), an intermediate 4.2fr asahi fubuki catheter (asahi intecc), and a prowler select plus microcatheter were used. The prowler select plus microcatheter was advanced to the target position. Water was inserted into the sheath. The sheath was delivered into the microcatheter as per the instructions for use (IFU). The 4.0mm x 39mm no distal tip enterprise® 2 vascular reconstruction device (vrd) (enc403900 / 6416315) stopped advancing from within the microcatheter from around 1 cm before the first marker of the microcatheter. The physician attempted to pull back the enterprise, however, the enterprise could not be pulled back. As there was a possibility that the enterprise might protrude and be placed if the physician pushed too hard, it was removed with the microcatheter from the patient¿s body. The microcatheter did not appear to be kinking. Then the fubuki was used as a distal access catheter (dac) and the prowler select plus was used again. Since there was only one 4.0mm x 39mm no distal tip enterprise® 2 vrd available, a 4.0mm x 30mm no distal tip enterprise® 2 vrd was used and it was delivered without any issue. A continuous flush was maintained through the microcatheter. There was no report of any patient adverse event or complication.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 13-sep-2022. [Additional information]: on 13-sep-2022, additional information was received. The information indicated that there was resistance friction during insertion through the microcatheter. Information regarding any possible obstruction noted on the microcatheter could not be obtained, however, the same prowler select plus microcatheter (catalog and lot number unavailable) was used to deliver the replacement 4.0mm x 30mm no distal tip enterprise® 2 vrd. There was no blood flow restriction / reduction as a result of the reported issue. The event did not result in any clinically significant delay in the procedure. E.1: initial reporter phone: (B)(6). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.